Event description:
It was reported that the patient has severe pain in her right knee. Patient states that it hurts when she is walking. Patient is currently using a walker to get around. She is complaining of her knee bending backwards to the point of causing her to be off balance. She also states that she tires easily and that her knees rub together and throws her hip of out line. She also has been fitted for 3 knee braces and each one broke. Patient was supposed to undergo revision surgery but was canceled at the last minute on (B)(6) 2013 and was at the hospital with an IV in her arm when her surgery was canceled at the last minute because the surgeon did not have all the instrumentation necessary to complete the surgery. Patient is very upset.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Remains implanted.